Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k053529.

Event description:
On (B)(6), 2011 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was powering off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) prior to contacting lfs. The patient claimed she was not taking any diabetes medications at the time the alleged issue began. It is not known if the patient made any changes to her diabetes regimen as a result of the alleged issue. The patient claimed she was shivering and feeling warm 6-7 hours after the alleged issue began. The patient however denied seeking medical treatment as a result of her symptoms. At the time of troubleshooting, the cca noted the patient was not a first time user to the subject meter, the meter was not misused, and the meter needed no battery replacements. The patient was educated on the meter's behavior and auto-shut off; however the alleged issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.